Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Using the global cap reamers, the 56x21 reamer stripped where the shaper and the shaft meet on the shaper blade/head. There was no way to fix this, went to the 56x18 and when getting to the end of reaming experienced the same event.

Manufacturer narrative:
The devices associated with this report were not returned. The provided lot code indicates the instruments were manufactured in june of 2004 and are over 11 years old. A two-year search of the complaint database did not identify a trend for this issue. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.